Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples, 2 videos, and 2 photos for investigation. The videos and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® trace element serum blood collection tubes there were 155 tubes with brownish foreign matter in the tube. There was no report of impact to the patient or user.